Manufacturer narrative:
The device was discarded, and it will be not returned. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the patient's blood glucose level rose to 581 mg/dl while wearing the pod between 36 and 48 hours. The patient was hospitalized for medical attention. When the pod was removed from the infusion site (leg), the pod's cannula was found bent. The patient stated symptoms were throwing up, dizziness and chest pain as well. The patient also stated the diagnosis received at the time of seeking medical attention was diabetic ketoacidosis (dka). Moreover, there was redness observed at the infusion site. As treatment, the patient was given insulin and fluids. A new pod was placed onto the patient. The patient was discharged on (B)(6) 2026.